Event description:
It was reported that upon interrogation, no capture was noted on the left ventricular (lv) lead. Chest x-ray showed a possible lv lead dislodgement. On 27 oct 2023, the lv lead was revised, and a new epicardial lv lead was implanted. There were no adverse health consequences to the patient.

Manufacturer narrative:
Correction: MFR site number should be 2017865.